Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation failure occurred during the procedure. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and met specifications. No contributing factors could be identified that could cause the customer¿s reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).